Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with complaints of palpitations. Interrogation revealed that the right ventricular lead exhibited loss of capture and loss of sensing. It was noted that the lead had dislodged. The lead was repositioned in a procedure on (B)(6) 2020. The patient was stable.